Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient databases) that the patient did receive one negative curative test result. The patient's test sample barcode# (B)(4) was collected on (B)(6) 2021 at 11:00 am cst. The result for this test was released on (B)(6) 2021 at 11:20 pm cst. The patient's sample resulted in a viral CT value of infinity' which falls under the negative range. No corrections were made to this test report upon release to the patient. Per the clinical lab's investigation, results for sample barcode # (B)(4) were reported correctly and any contamination to the patient's sample was ruled out. The patient's sample was located on (B)(4) at position g3 and had empty wells in b2, c5, c10, e9, f1. (B)(4) was created manually ((B)(4)), extraction through the kingfisher method ((B)(4) using reagent lot #s: lysis buffer: (B)(4), wash buffer: (B)(4), elution buffer: (B)(4), bbd: (B)(4)) and prepared for qpcr using a mastermix from batch 50. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. A customer success agent reached out to the patient but was unable to get hold or get a response back from the patient. In conclusion, curative cannot confirm the patient's claim of false negative. The result of the investigation clearly showed a true negative result. The sample result will remain as a negative. Without the patient specimen left in the lab from the collection date, curative is unable to retest the sample specimen. Patient did not provide another sample for retest.

Event description:
Patient reached out to customer success and wanted to inform curative that though they tested with us "two weeks ago and my results came back negative", they took a nasal swab test somewhere else and the results came back positive. The patient also informed customer success that they took this test the same day. The patient claims that our results are not accurate and that located in "(B)(6)". Customer success reached out to patient to collect more information about what type of outside test did they take, but no response was given.